Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. 627746,20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, rash and runny nose. Previously administered products included for an unreported indication: mirena from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain"), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headache") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the genital haemorrhage, menorrhagia, migraine, adenomyosis and dysmenorrhoea outcome was unknown, the vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Lot number 2022751 is not valid. Lot number: 20227511 manufacture date: 2009-12 expiration date: 2012-12 . Lot number: 627746 manufacture date: 2008-07 expiration date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. 627746,2022751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, rash and runny nose. Previously administered products included for an unreported indication: mirena from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain"), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headache") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the genital haemorrhage, menorrhagia, migraine, adenomyosis and dysmenorrhoea outcome was unknown, the vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs receive- new events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, adenomyosis and dysmenorrhea (cramping) were added. Reporter information, lot number, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.